Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick. Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. There were no complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the 2.50mmx20mm fg maverick 2 mr catheter was returned for analysis. Visual and tactile examination of the hypotube identified a kink at 97.5cm distal from the strain relief. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. Leakage test was performed on the device using an encore inflation unit, and the balloon was inflated to the rate burst pressure (rbp) of 14 atmospheres as per the instructions for use (IFU). The balloon inflated and deflated without issue. No other device issues were identified during returned product analysis. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The device was returned to the complaint investigation site for a visual, tactile analysis. No issues were noted with the balloon material. A leakage test was performed on the device, the balloon inflated and deflated without issue. The allegation of balloon material rupture cannot be confirmed. Additionally, analysis identified a hypotube kink at 97.5cm distal from the strain relief. The unreported kink noted during device analysis most likely occurred as a result of an unintended interaction between the user and the device, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established. The investigation did not identify any indication of any design or manufacturing issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. There were no complications, and the patient condition was good post-procedure.